Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log identified an invalid syringe size alarm, which is a high priority alarm and interrupts infusion. This indicated a reportable malfunction based on the invalid syringe alarm. The customer reported issue was also verified via plunger travel testing, as the syringe size was not recognized for the model selected, or the syringe barrel clamp head was lifted during delivery as sensed by the barrel clamp potentiometer. Service history review had no indication that the complaint was related to a service of the device within the review period. The potentiometer and barrel clamp were replaced to address this issue.

Event description:
It was reported that the pump only accepts 1 ml syringe size and does not pass the calibration process. There was no patient involvement. Evaluation of the returned device identified a high priority alarm due to a potentiometer failure.